Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir stay locked in place noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has a crack on the reservoir tube and the customer is worried that the reservoir will not lock into place. The pump is returning.